Event description:
It was reported the patient presented for an atrial lead revision. The atrial lead was explanted and replaced. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.